Manufacturer narrative:
The employee had her hand resting on the edge of the system 1e, with the lid open, when the reported event occurred. No procedural delays or cancellations were reported. A steris service technician inspected the processor and found that the gas spring cylinder that holds the processor's lid up had no compression force causing the lid to fall onto the employee's hand. When the technician pressed the gas spring cylinder, it had no resistance and hydraulic fluid was observed leaking out of it. The technician replaced the gas spring cylinder, tested the unit for proper operation and returned it to service.

Event description:
The user facility reported that the system 1e's lid came down and contacted an employee's hand. The employee sought medical treatment and returned to work the following day.